Event description:
It was reported that the spider's limb hose is leaking. No patient involvement reported. Results of investigation have concluded that this unit had a loss of traction which makes it a reportable event.